Event description:
Boston scientific received information that the patient stated she fell two weeks earlier onto her right sided device and pocket area has been sore since. Upon interrogation the right ventricular (rv) lead threshold measurement had increased and there was oversensing of noise causing double counting of t-waves. The patient was sent to the emergency room for an x-ray. The x-ray revealed that the rv lead had dislodged. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and a new lead was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.